Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: a failed suture needle, was submitted for evaluation. The component was identified as product code. It was requested to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic enterectomy procedure on (B)(6) 2020 and suture was used. When closing the surgical wound by continuous suturing on the fascia, the needle was broken at the swage part. No pieces were left inside the patient. Further details are not provided. There were no adverse consequences to the patient.